Event description:
Per the clinic, the implant magnet was explanted under general anesthesia on (B)(6) 2022, due to feedback issues with device use.

Manufacturer narrative:
This report is submitted on october 25, 2022.